Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the case was an open nephrectomy and the sales rep was present during the case. The surgeon could not see if the all staples were present or not, but some bleeding did occur at the staple line and was controlled with an additional firing of the same device. There was no proximal control during the firing, so the rep did not feel it cut without delivering any staples since the bleeding was minimal. The patient did not require a transfusion.

Event description:
It was reported by the sales rep that during a nephrectomy procedure, on the first fire the surgeon fired the device but could not see the staple line. He was not sure if the staples were fired. The rep and surgeon checked the gun which appeared to be functioning properly. The surgeon used another reload which worked fine. The case was completed with the same gun and by using four additional reloads. There were no adverse consequences for the patient.